Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert clso-8.5-12 for rt. Hepatic duct. They loaded the clso-8.5-12 at the oa-8.5, and put through the located visi2 straight 0.025 wire guide in the duct. After the inner sheath of oa-8.5 passed through the stricture site, they released the rock of oa-8.5 and pulled to separate the inner sheath. However, the inner sheet was not pulled well. The nurse felt severe resistance. The out sheath (pusher) of oa-8.5 was also not pushed well ((B)(4) - MDR ref#3001845648-2022-00614). She pulled very hard to place the clso-8.5-12 (B)(4) and remove the oa-8.5. The inner sheet of oa-8.5 was stretched long and thin. They changed the wire guide to metii-35-480, and completed the procedure with a new oa-8.5. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-sep-22.

Manufacturer narrative:
Device evaluation: 1 x clso-8.5-12 of unknown lot number was not returned to cirl for evaluation. This complaint captures the difficult advancement and incorrect size wireguide used with the clso-8.5-12. This file is related to (B)(4) (3001845648-2022-00614) which captures the incorrect size wire guide used with oa-8.5. Documents review including IFU review: prior to distribution all clso-8.5-12 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the clso-10-7 device could not be completed as the lot number is unknown. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per information supplied it was confirmed that an incorrect wireguide (0.025") was used with this device. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. The difficult advancement that was encountered would have occurred due to the user error of the incorrect wireguide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.